Event description:
Surgical tech- and rn were opening sterile supplies for an angiogram procedure. When opening the ""new src ir pack"" and counting large laps we saw that there were only four laps present when there should be five. Information from the pack is listed below: catalog: sanocipsrc lot# 444758 mfg date: 2025-01-14 exp date: 2027-11-01 the incorrect lap count was taken out of the room.